Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the operation wire was ductile breaking condition. And also, the basket wire was deformed. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the junction. As the checking of the manufacturing record of same lot, nothing abnormal was detected. Therefore, omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus inside the bile duct, the doctor could not crush it and remove it from the basket. The doctor tried to crush calculus using bml-110a-1(emergency lithotripter) but failed again. The doctor removed the basket wire and calculus from patient by open surgery. The doctor completed the procedure. There was no patient injury reported regarding this event.